Event description:
It was reported that during a lead extraction procedure to remove 2 non-functioning cardiac leads (ra and rv), an injury occurred. Reportedly, the glidelight device was used to advance down the rv lead until the superior vena cava (svc) region. At this point, a tear to the svc was identified. A sternotomy was performed in an attempt to repair the injury, but repair efforts were unsuccessful. The patient did not survive this intervention.